Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint of a line through the display could not be adequately investigated due to the pump powering on to a blank display. The pump casing was opened and the display was found to be cracked/damaged. The damaged display was replaced with a test display, and the test display functioned normally. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.